Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patients ipg was inoperable as the device stopped taking a charge.

Event description:
It was reported the patients ipg was explanted for an unknown reason. No further information available.

Manufacturer narrative:
B3-date of event is estimated. A4: patient weight is unknown. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.